Event description:
It was reported that a new ilet user experienced alternating low and high blood glucose due to inconsistent meal announcements and overtreatment of hypoglycemia, including ingestion of multiple glucose tablets and juice that resulted in subsequent hyperglycemia. Symptoms included hypoglycemia with a reported glucose of 53 mg/dl and subsequent hyperglycemia to 225 mg/dl range. Outcomes included the need for user education and troubleshooting with no hospitalization. Investigation included review of device data and user reports, as well as user retraining on appropriate hypoglycemia treatment and consistent meal announcements. Investigation of this case revealed user-related use error with overtreatment of lows and inconsistent meal announcements, while the device and its components functioned as designed. It was concluded, based on previously established findings for similar reports, that the cause was user error.